Manufacturer narrative:
The actual device has been returned and evaluated. The customer reported complaint that the "drill does not hold a burr" could not be confirmed. A functional assessment was performed and the device passed operational specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a cochlear implant surgery, it was observed that the motor device "would not hold the drill bit". According to the report, a second "drill bit" was tested and the motor device would not hold the second device. There was a twenty minute delay to the surgical procedure. According to the report, an identical spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.